Manufacturer narrative:
Brake plate kit.

Event description:
It was reported by service report that the foot end brakes are not holding properly. No patient involvement or adverse consequences are reported.